Event description:
It was reported that the patients non-rechargeable ipg received an end of service message on the remote. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few weeks ago.